Event description:
The patient's device showed high impedance and subsequently the programmed current could not be delivered. No known surgical intervention has occurred to date. No additional relevant information has been received to date.

Event description:
The patient&#39;s lead and generator were replaced. Before replacement, the lead pin appeared to be fully inserted in the generator, but when the lead pin was re-inserted in the generator, the high impedance resolved. Having determined the cause of the impedance as incomplete pin insertion, the surgeon decided to prophylactically replace the generator since they were already in surgery and the battery was at 50%. The explanted devices were sent to the hospital&#39;s pathology department and it is unknown if they will be returned to the manufacturer.there was no trauma to the device area.